Event description:
It was reported that the system 9600 emi shut down during a procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. The collimator assembly is suspected as being the cause for the shutdown. A replacement collimator is on order. The reported issue remains under investigation. A follow up report will be filed when additional details become available.